Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) state adverse events that may occur and/or require intervention include but are not limited to endoleaks and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2019 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2021 a reintervention was performed. Aneurysm enlargement (amount unknown) was observed and the physician reportedly suspected a distal endoleak on the device located in the patient's right common iliac artery. It was reportedly unknown if the ipsilateral leg of the trunk-ipsilateral leg component or a contralateral leg component was located in the patient's right iliac artery. The right limb was extended using an additional contralateral leg component. There were no further reported issues. The patient tolerated the procedure. (Previously captured on mpdcase-(B)(4). On (B)(6) 2024, the patient underwent an endovascular reintervention procedure to treat an aneurysm with confirmed but suspected type 1b endoleak or type 2 endoleak on the right-side gore® excluder® aaa endoprosthesis (contralateral leg). Reportedly, physician extended distally with a gore® excluder® aaa endoprosthesis (contralateral leg) from the gate into the right internal iliac artery and also did coil embolization for the type 2 endoleak. Physician believes that should have resolved the endoleaks but will continue to monitor the patient and it is unknown if there was aneurysm growth.

Manufacturer narrative:
Added g3/g4, h1/h2, h6: investigation conclusions. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) state adverse events that may occur and/or require intervention include but are not limited to endoleaks.